Event description:
Device bottom and base has scorch marks and some melting of plastic. It smelled like burning of an electrical reaction. The device was unplugged and isolated. No injuries alleged. The device was replaced with new product and requested to be returned for eval.